Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found acceptable testing. The catheter was incomplete and returned in segments.

Event description:
It was reported that there was no flow from catheter during cap study. The location of the catheter issue was unknown. The actions required as a result of the event included medical intervention. The patient had been hospitalized for over 2 weeks at 3 hospitals for symptoms of withdrawal and/or infection. The action planned but not yet performed included a catheter revision. The patient was on anticoagulants so was not appropriate until ¿inr¿ was corrected and dose is decreased to facilitate dosing at revision. The patient withdrawal symptoms were under good control. No diagnostic testing or troubleshooting was performed. The patient status at the time of report was alive ¿ no injury. The patient had a fever and increased spasticity. The location of the issue or symptoms was at an unknown location. The patient was not taking oral baclofen. It was later reported that there was no infection. The pump was used to infuse an unknown type of baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient experienced decreased efficacy despite increasing dose/rate. The development of pressure ulcers were attributed to the increased spasticity and occurred prior to replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a catheter and pump replacement on (B)(6)-2015. There was no cerebrospinal fluid (csf) flow noted. The spinal catheter was removed and an area of discoloration was observed approximately 5cm from the end of the catheter. The tip of the catheter was noted to be "wet" and it was unknown if it was from csf, drug, or other fluid. The patient recovered without permanent impairment. The pump was used to deliver gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.